Manufacturer narrative:
The failure investigation has been completed and the alleged unresponsive touchscreen, malfunction, and unexpected shutdown issues were verified. Based on the analysis, the alleged battery issue could not be verified.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the battery was depleting rapidly which resulted in the pump shutting down. Upon the pump turning back on, reportedly the pump touch screen was unresponsive and an unspecified malfunction occurred. Customer's blood glucose level was 142 mg/dl. Reportedly, customer reverted to manual injections for insulin therapy.